Manufacturer narrative:
The returned product consisted of an agent drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 81.3cm from the hub. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the hypotube was separated but appears to have been kinked prior separation.

Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention (pci), a 2.75mm x 30.00mm agent dcb was advanced to the target lesion and the balloon was inflated, but not deployed. It was noted that blood was observed coming from the indeflator connection. While removing the device, only the shaft came out. The balloon was left inside the guide catheter. The balloon was eventually pulled out together with the catheter. The procedure was completed with another of the same device and the event was resolved. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.